Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that alert/notification settings occurred. On (B)(6) 2024 , around 11:00am, the patient had a hypoglycemic event and had to be taken to the hospital. The patient was experiencing weakness and was ¿feeling funny¿ at the time, and the reporter tried feeding the patient (it was not specified what was provided). It was reported the patient did not receive any alerts from the dexcom device notifying her of her low cgm value. The patient stated that the event was very traumatic for her, and she does not recall any other event details, including any treatment/medication provided to her or how long she was in the hospital. The patient was in stable condition at the time of report. Data investigation confirmed an alert/notification settings issue as no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.